Event description:
It was reported that this right ventricular (rv) lead had dislodged and exhibited loss of capture and change in thresholds due to patient condition. Subsequently, a revision procedure occurred. This rv lead was explanted and succesfully replaced. No additional adverse effects were reported.